Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the unit shut down on its own during a case. The customer also indicated the 20 gauge and the 23 gauge was not working. Additional info was requested regarding clarification of reported event, event details, and pt impact. Additional info was received from the facility indicating prior to the event the pt had been prepped and an incision had been made. The system was reported to not have functioned in the 23 gauge setting. The procedure was aborted and the incision was closed with no harm to the pt. The surgeon stated the system functioned fine during the first two cases of the day, but did not function on any mode during this third procedure. The three surgeries that were scheduled to follow were canceled.